Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date while inspecting the instruments after the decontamination process, the reporter noticed that there were three (3) instruments that were damaged. The tip of the small hexagonal screwdriver with holding sleeve was stripped, the tip of the depth gauge was bent and the plastic of the helical blade/ screw measuring device was cracked as the device was made of plastic. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10 h3, h4, h6: part 319.006, lot h363283: release to warehouse date: november 22, 2017. Supplier: avalign technologies-nemcomed. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the needle component was bent. Additionally, the device was missing the protection sleeve component from the assembly. No other issues were identified with the returned device. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawings were reviewed. The complaint condition was confirmed as the needle component was bent. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. However, it is possible the device encountered unintended forces during its use which might have caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.